Event description:
It was reported that the patient underwent surgery to have an inflatable penile prosthesis (ipp) device explanted and a new ipp device implanted due to the pump not working. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.